Event description:
Report received for abbott international affiliate (abbott-canada) which states "leaking at the filter was observed and the patient's therapy was interrupted, resulting in a half dose of antibiotic not administered. The patient did not experience any other adverse effects." Although requested, no addtional information has become available.